Manufacturer narrative:
The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Event description:
Additional information received indicated that the device was explanted and returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device detected two episodes of vt and vf due to post-sense t-wave oversensing. The patient was asymptomatic. An induction test was recommended and programming changes were made.